Event description:
This report summarizes 0 malfunction events in which the device fractured.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 1 event was previously reported during the reporting period; however, 1 previously reported event was reported under MFR report # 0001811755-2019-04135. 0 previously reported events are included in this follow-up record. H3 other text : event reported in this record in error.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device fractured. 1 event had patient involvement; no patient impact.